Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio reflect meter was reading inaccurately high compared to his feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient alleged that the product issue began on (B)(6) 2021, at an unspecified time. The patient reported obtaining a blood glucose reading of ¿160 mg/dl¿ on the subject meter. The patient manages his diabetes with a fixed dose of insulin (type unspecified) and stated that he took one extra dose of insulin in response to the alleged inaccurate high reading. At an unspecified time on that same day, after the issue occurred, the patient started to feel ¿shaky¿. The patient claimed that he treated himself with food such as candy. The patient denied that he used any other device to obtain a blood glucose result. During troubleshooting, the patient did not specify if the unit of measure was set correctly on the subject meter. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio reflect meter was reading inaccurately high compared to his feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient alleged that the product issue began on (B)(6) 2021, at an unspecified time. The patient reported obtaining a blood glucose reading of ¿160 mg/dl¿ on the subject meter. The patient manages his diabetes with a fixed dose of insulin (type unspecified) and stated that he took one extra dose of insulin in response to the alleged inaccurate high reading. At an unspecified time on that same day, after the issue occurred, the patient started to feel ¿shaky¿. The patient claimed that he treated himself with food such as candy. The patient denied that he used any other device to obtain a blood glucose result. During troubleshooting, the patient did not specify if the unit of measure was set correctly on the subject meter. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.